Manufacturer narrative:
The user experienced a serious medical event requiring hospitalization while on ilet therapy. The user was reportedly hospitalized for diabetes management and was subsequently diagnosed with a stroke; however, the timing of the stroke relative to glucose management could not be determined. The reporting party was unable to provide blood glucose values associated with the stroke and could not confirm when the stroke occurred. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, no device malfunction was identified and the relationship between the reported stroke and device therapy could not be determined. The cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user was hospitalized for diabetes management and subsequently diagnosed with a stroke. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. Following discharge, the user was transferred to a rehabilitation facility. Long-term health effects were not reported at the time of this report.